Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming battery out limit. Customer stated the battery was out of the device for a couple of hours when she changed the battery. The customer also reported that the insulin pump gave her too much insulin when she was priming. The customer stated she thought it was done priming so she reconnected but then it started priming again. The customer also stated that the audio alarm no longer works. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device. She stated she had reverted to her backup plan.